Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Had brush head in throat [foreign body in throat], almost choked [choking sensation], head of brush head broke off [device breakage]. Consumer contacted via phone and stated that the head of the brush head broke off. No serious injury was reported.

Manufacturer narrative:
On 15-oct-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Had brush head in throat [foreign body in throat], almost choked [choking sensation], head of brush head broke off [device breakage], product counterfeit [product counterfeit]. Case description: consumer contacted via phone and stated that the head of the brush head broke off. No serious injury was reported.